Event description:
It was reported that device entrapment occurred. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. The ballon was advanced and inflated above the recommended rated bust pressure. Friction with a non-boston scientific guidewire was encountered during attempted removal of the ballon. Both the non-bsc guidewire and the balloon were removed together as the device was stuck on the guidewire. The procedure was completed, and there were no patient complications.